Event description:
It was reported that the user experienced an alert 65 alarm indicating the audio alarm was not audible, which was resolved after a pump restart; the user had disconnected from the ilet around the time of subsequent glycemic excursions and self-administered 40 units of novolog for correction while also taking metformin. Symptoms included hyperglycemia up to 377 mg/dl and hypoglycemia down to 70 mg/dl. Outcomes included no health consequences or impact. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.